Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while tightening the handle and fixing the position of the small 11mm trial implant, it was not possible to keep it fixed. The handle was dismantled and the small round tip at the end that is inserted into the steel handle was broken off. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The results of the additional evaluation are as follows: our investigation of the trial implant has shown that the proximal tip of the trial had broken off. We are not able to determine the exact cause of this damage, the condition is likely the result of strong hammering during the surgery which led to the breakage of the tip. The review of the production history revealed that the t-pal small trial implant was manufactured in september 2011 according to the specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.